Event description:
Received information that following emi exposure a patient's device was found to be in a power on reset mode. Additional info has been requested and if received a follow up report will be sent.

Manufacturer narrative:
(B)(4).